Manufacturer narrative:
The reported issue was resolved though phone support. It was confirmed that customer reseated scope and cleared guided tool change memory to resolve reported issue. The system was working properly and no additional action was required as the issue was resolved. The probable root cause is attributed to improper customer setup. Based on tse notes, the system issue was due to an improperly seated endoscope and sterile adapter.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, an operating room (or) staff called in to report that her camera image was inverted. The intuitive surgical, inc. (Isi) technical support engineer (tse) found no related errors and had the customer remove the camera from the universal surgical manipulator (usm) arm 3, reseat the sterile adapter (sa), and port clutch to clear the guided tool change. The customer installed the camera, and the orientation was then correct. The procedure was completing as planned with no report of patient injury.